Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Unit getting hot at transformer, blowing fuses. Order: (B)(4). Complaint verifed-but customer using wronge fuses. Leep precision generator lp-20-120. E-complaint (B)(4).

Manufacturer narrative:
Investigation: x-review DHR: x-inspect returned samples . *analysis and findings: complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 10/08/2020 under wo#'s (B)(4) and shipped on 1/06/2021. Manufacturing record review: DHR's (B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned repair log (B)(4). Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the unit was noted to have been fitted with the incorrect fuses by the customer. However, the root cause for this complaint condition is due to a short between windings on the main transformer, p/n 300791 (p/n 109707). *correction and/or corrective action: the unit was fitted with a new transformer, the correct fuses, updated the board to latest revision, tested to specifications and returned to the customer. The shorts on the main transformer was confirmed to have been due to the vendor's process. No specific detail on the process was made available other than a description of the process with the vendor. Also, the testing by the vendor was confirmed to be inadequate to find shorts between windings, hence the vendor's hi-pot testing scheme for the transformers was updated with csi input. Units in wip were checked under (B)(4) with one dressed and one undressed transformer rejected. The change in the testing by the vendor was made at the end of october 2020 and incorporates additional steps to check for potential shorts between windings. The issue was determined to be a recent occurrence with the latest shipments and not found to affect every unit. Addressing units in wip by stressing the transformers was determined to be sufficient containment. *preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Unit getting hot at transformer, blowing fuses. Order: (B)(4). ---complaint verified-but customer using wrong fuses. 1216677-2021-00226 leep precision generator lp-20-120 e-complaint (B)(4).